Event description:
It was reported that during pt care, the autopulse unit would not start compressions after several attempts of realigning the pt. Add'l details were requested by MFR and have not been obtained. No adverse pt sequelae was reported.

Manufacturer narrative:
Zoll medical corporation has rec'd the device, however investigation is still ongoing. A supplemental report will be filed once investigation is complete.